Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 300 mg/dl with symptoms of dehydration (dizzy, lightheaded). It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that the event was associated with a dim display issue with the pump. Reportedly, there was no evidence of moisture or corrosion in the pump and the screens can be read/maneuver safely. The reported display issue was not resolved with troubleshooting. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on the alleged display issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a display with pinkish contrast. Auditory and vibratory features were operational. No tactile issues were found with the buttons.